Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted on (B)(6) 2013 and 17 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from medtronic. Per the patient's following physician, this patient has not been seen in the office for over a year. It is unknown why this device was explanted. There are no known complaints against this device. Should additional information be received, this file will be updated.